Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the instruments noted that the firing knobs were fully retracted, and the articulation levers were in the neutral position. Each instrument was successfully loaded with a representative single use loading unit. The jaws clamped and unclamped without difficulty. Each instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when on stomach, new reload was loaded to the loading unit but when the surgeon squeezed the trigger of the stapler, it was found out that the jaws did not closed. The surgeon unload the loading unit but the tip of the loading unit where it fixes with the stapler was broken. This case happened with two pieces of stapler and two pieces of loading unit so the operation went on with a new third device. There was no patient injury.